Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced x-ray battery charger 2 and replaced batteries in tray 4. The imaging system then passed the system checkout and was found to be fully functional. The battery charger #2 was returned to the manufacturer and is currently under analysis. The battery charger #1 was returned to the manufacturer unused. The batteries from tray 4 were discarded at the site.

Event description:
A biomed representative reported that while the site's physicist was attempting to take x-ray images, they could take a couple and then hear a faint chirp sound and then x-ray wouldn't work. He unplugged the umbilical cable and the x-ray battery indicator lights dropped to empty. He indicated that it has been like this for some time and the system appears to be charging but when plugged in. There was no patient involved with this concern.

Manufacturer narrative:
Medtronic investigation of suspect battery charger #2 finds that the reported issue was confirmed to be caused by an electrical failure. During bench testing it was noted outputs were within the inspection parameters for all channels except channel e. Channel e had no output under any load situation. Visual inspection confirmed all led's were functional, including d3e. Board is clean and all capacitors appear good. Faulty channel e on battery charger 2 board.